Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience pain and radiographs revealed tibial tray loosening. A revision procedure has not been reported to date.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to report system error 2084 on the homechoice (hc) during prime; the patient was not connected. The home patient (hp) stated that the final bag fell off of the heater bag and the spike came out. The technical service representative (tsr) explained the alarm and had the hp cycle power to clear it. The tsr then advised the hp not to stack the bags on top of each other and explained why. The hp understood the explanation and cleared the alarm. Follow up with the hp confirmed that she stacked the bags and that they fell. She could not recall the type of bag and discarded the sample. The hp stated that she was able to start over with new supplies and continue with therapy. There was no patient injury or medical intervention associated with this event.